Event description:
It was reported that there were impedances greater than 2,000 ohms on some of the unipolar pairs. The doctor saw the patient ¿a couple of months ago¿ and ran impedances. Contact 1 was the only one within range in combination with case. The patient¿s programming was changed and then the doctor saw her two weeks prior to the report. Contacts 0, 2, and 3 showed open and 1 was showing in range. The patient was seen on (B)(6) 2014 and contacts 1, 2, and 3 showed open and 0 showed ok. It was noted that the patient fell between the first and second reading. CT imaging showed that the system looked fine. The reporter did not know if changing the programming was causing any benefit for the patient. A revision was set for (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0417769v, implanted: (B)(6) 2004, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0417769v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).